Event description:
It was reported that during the last few infusions for the patient, the pump had not been emptying completely, leaving approximately 4 ml remaining. It was mentioned that there had not been provided with much information by the infusion nurse and, therefore, was unaware if any alarms had occurred or if the pump had simply stopped. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.